Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was broken and there was a non- original equipment manufacturer (OEM) battery present. A review of the event history log identified force sensor test error. During the functional testing the force sensor test error was found at power up and unable to calibrate the force sensor. There was fluid ingression was found inside of plunger assembly. The root cause was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunger assembly and plunger tube also replaced battery due non-OEM battery was found in device. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a plunger fail error after calibration. No patient injury or involvement was reported.